Event description:
It was reported that the device was occluding when there was no occlusion. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A section - updated b5 - updated one device was returned for analysis. Visual inspection showed a cracked bottom case and plunger case. Review of the event history log (ehl) showed check infusion line. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the force sensor being out of calibration. As a result, the force sensor was recalibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was occluding when there was no occlusion. It was further reported that the event occurred during testing, no patient injury was reported.